Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the sales representative that a piece of the device broke off. No known patient involvement or procedural delays were reported with this event.

Event description:
It was reported by the sales representative that a piece of the device broke off. No known patient involvement or procedural delays were reported with this event.